Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without a low battery warning. The patient's blood glucose at the time of incident was 11.4 mmol/l. The caller confirmed that the battery was previously used. However, this was the second occurrence of the replace battery now alarm without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected replace battery now alarms noted during testing, however multiple unexpected replace battery now alarms and software error alarms were present in the format history file and software error alarm was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for three days with the device functioning properly during testing as shown in the power management graph. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.